Event description:
It was reported that a 78 y.o. Female went into respiratory arrest while receiving pca therapy with the pump approx. 2 hours after a syringe change. The pt was intubated and placed on mechanical ventilation. Approx. 2 hours later the pt began to respond and it was then observed that only 12 ml of demerol remained in the 60 ml prefilled syringe, along with approx. 50 ml of air. It was also commented that the syringe appreared "askew" in the pump. The pt was given narcan and further responded, although it was reported that the pt had responded spontaneously to a significant extent prior to the dose of narcan. The pt reportedly returned to pre-incident status.